Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: three devices were returned for investigation. Under visual inspection the sample appeared to be in good condition. Functional testing found a tear in the cuffs in two samples. Third sample passed the inflation test. No issue was detected. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken., corrected data: h6 - health effects codes.

Event description:
It was reported that during patient use cuff leaks were observed. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.